Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had button error and motor error alarm. The customer¿s blood glucose level was unknown. Customer stated that insulin pump received unexplained no delivery alarm and reject new battery. Customer stated that insulin pump frozen display and rewind was slower and screen was pushed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage/unlocked lcd keypad connector during visual inspection noted. No frozen screen anomaly noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected motor error alarm, no delivery alarm, prime/fill or rewind anomaly noted during testing. Device had cracked/pushed in lcd window. The motor was tested outside the device and passed.